Manufacturer narrative:
Section b5: additional information. The patient's (B)(6) 2020, pump exchange is addressed under MFR # 2916596-2020-03242. Section d4, h4: correction. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was never discharged after pump exchange. Patient died during exchange admission. The vasoplegia and multi-organ failure started with ventricular assist device exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. The patient underwent a pump exchange on (B)(6) 2020, and experienced severe vasoplegia and multi organ failure, both of which started after vad exchange (exchange reported under MFR # 2916596-2020-03242. The patient expired on (B)(6) 2020. The device was not explanted and will not be returned for evaluation. The relevant sections of the device history records for the (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020. The heartmate 3 lvas IFU lists death and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported multiorgan failure and subsequent patient outcome and (B)(6) could not conclusively be determined through this evaluation. The patient underwent a pump exchange on (B)(6) 2020 and experienced severe vasoplegia and multi organ failure, both of which started after vad exchange. The patient expired on (B)(6) 2020, and the device was received by abbott for evaluation on (B)(6) 2021. (B)(6) was returned with the pump cable severed approximately 7.5¿ from the pump header. The remaining distal portion of the pump cable was not returned. The sealed outflow graft was returned attached to the pump cover outlet port, without the outflow graft clip. The outflow graft bend relief was returned attached to the graft attachment. The apical cuff was returned. Examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Lvad event and periodic log files were extracted from (B)(6). The log files captured the pump operating as expected. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The heartmate 3 lvas IFU lists death and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU lists various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patients (B)(6) 2020 pump exchange is covered under MFR # 2916596-2020-03242. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 after the patient's family signed a do-not-resuscitate order. The patient had undergone a pump exchange on (B)(6) 2020 and subsequently fell ill with severe vasoplegia. The patient also experienced multi-organ failure.